Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and showed the tubing had a broken distal luer. The reported problem was verified. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had broken tubing at the distal end. There was no patient injury, medical intervention or adverse event associated with this event. It is unknown whether or not this event involved a patient. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.